Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corners and missing end cap sticker. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack near the display. Customer's blood glucose level was unknown at the time of incident. Customer stated that the drive support cap was ok. The insulin pump will be returned for analysis.